Manufacturer narrative:
A DHR review was conducted and no anomalies related to the reported complaint condition was found. The device was evaluated and the reported complaint condition could not duplicated. The suspected root cause of this incident is failure of the user to fully engage the clamp . Quest will continue to monitor trends for the reported complaint condition.

Event description:
The report received states that during use of the device in a cta pe study, the clamp came off, spraying contrast all over the patient. The procedure had to be redone.